Event description:
During an initial implant procedure, prior to implanting the device, it was interrogated and found to be in back up mode. The device was not used. A different device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was found to be in backup vvi mode. The cause of backup vvi was determined to be due to temperature sensitivity of the integrated circuit (ic). After the device was restored from the backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.